Event description:
Hcp reported pump overinfusion was in question due to a reservoir volume discrepancy noted at first post-operative pump refill. The pump was replaced in 2006, and post-operatively the patient presented with trunk hypotonia, vomiting and bowel complications. Specific changes to therapy programming, drug information or interventions were not reported. The patient recovered from the post operative symptoms and returned to the clinic for the first pump refill post implant and a volume discrepancy was identified. The hcp aspirated less volume from the drug reservoir in comparison to the programmed volume. Clinically, the patient appeared fine, but the hcp is questioning the volume discrepancy, and its possible correlation to the symptoms the patient experienced post operatively. Troubleshooting options are being considered. In addition, hcp was going to obtain implant reports to verify the volume of drug filled into the reservoir. Additional details regarding the reported event as well as current status has been requested of the hcp, and a follow up report will be sent when new information is received.